Event description:
The customer from france reported that within 10 minutes he obtained blood glucose readings of 651 mg/dl and 91 mg/dl with the contour plus meter. The result of 651 mg/dl would be erroneous as the upper quantitative measurement range of the contour plus meter is 600 mg/dl and the customer confirmed that the alleged result of 651 mg/dl could not be found in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family identifier was the initial reporter name and address, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided. This event is related to MDR # 1810909-2022-00155.

Manufacturer narrative:
The customer returned the suspected contour plus meter for evaluation. The customer also returned the contour plus test strips from lot # 2bqhh18a, which is different than the one associated with event occurrence i.e. Contour plus test strips lot # 1fqhh14a. An in-house testing was performed with the blood sample using the returned meter and returned test strips (lot # 2bqhh18a) and in-house test strips (lot # 1fqhh14a), which gave a satisfactory performance.